Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received: on using instrument attune spacer block the nurse noticed one of the lugs on this instrument was starting to break away. As per pics. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that attune spacer block had a chipped post. The observed condition of the device was consistent with use of excessive force in a prying motion while trialing. Properly handling and attention to the approved use of the device diminishes the risk for this type of failure. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune spacer block would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: according to the information received. On using instrument attune spacer block. The nurse noticed, one of the lugs on this instrument was starting to break away. The product was not returned to depuy synthes. However, photos were provided for review. The photo investigation revealed, that attune spacer block had a chipped post. The observed, condition of the device was consistent with use of excessive force in a prying motion, while trailing. Properly handling and attention to the approved use of the device diminishes the risk for this type of failure. Since, the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed. As the observed, condition of the attune spacer block would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. And it has been determined, that no corrective and/or preventative action is proposed. There is no indication, that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that one of the pegs is broken. Was surgery delayed due to the reported event?: no, was procedure successfully completed?: yes, were fragments generated?: yes, if yes, were they removed easily without additional intervention?: yes, patient status/ outcome / consequences: no patient involvement, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no, is the patient part of a clinical study: unknown, (B)(4). Device property of: none, device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst: true.

Event description:
1. Was there any adverse consequences that affected the patient, because of the reported event? No. 2. Did it break into two or more pieces? If no, please specify, the alleged deficiency of the instruments. Were they bent, stripped, cross threaded, etc.? Yes. Two little fragments were noted.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary according to the information received: on using instrument attune spacer block the nurse noticed one of the lugs on this instrument was starting to break away. As per pics. ¿the product was not returned to depuy synthes, however photos were provided for review. See attachments (img_0280.jpeg. Img_0281.jpeg). The photo investigation revealed that attune spacer block had a chipped post. The observed condition of the device was consistent with use of excessive force in a prying motion while trialing. Properly handling and attention to the approved use of the device diminishes the risk for this type of failure. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune spacer block would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: on using instrument attune spacer block, the nurse noticed, one of the lugs on this instrument was starting to break away. As per pics. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection of the returned sample revealed, that a section of the one post of the device chipped. The broken fragment was not returned for evaluation. The observed, condition of the device was consistent with use of excessive force in a prying motion, while trailing. Properly handling and attention to the approved use of the device diminishes the risk for this type of failure. The overall complaint was confirmed. As the observed, condition of the attune spacer block, would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error. There is no indication, that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. Added: e1: (hospital).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.